Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted two images of resected tissue. Several staples were noted to be embedded in the tissue. An opening in the tissue could be seen proximally to the staples. No malformed staples could be seen in the returned images. It was reported that the product was expired, the staple line was partial and the staples did not form the b shape. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively, the staple line was partial and the staples did not form the b shape. Three days after the surgery, the patient had mild fever and abdominal pain; the patient received medications for the pain. The drainage left obscured fluid which indicated possible anastomotic leakage. It was also reported that the hospitalization was extended and the patient was admitted to the ICU.

Manufacturer narrative:
Correction: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days after the procedure, the staple line was partial and the staples did not form the b shape. Three days after the surgery, the patient had mild fever and abdominal pain; patient received medications for the pain. The drainage left obscured fluid which indicated possible anastomotic leakage. The patient was diagnosed with sepsis as a result of the device issue, lab result showed that the patient had more than 30 thousand leukocytes, surgeon stated that was due to leakage. It was also reported that the hospitalization was extended and the patient was admitted to the ICU due to the 30 thousand leukocytes result. It was also noted that the device was also used 26 days past its use before date